Event description:
The patient stated he had a partial separation of his infusion tubing from the luer lock. The patient stated he discovered this during a routine check of the infusion tubing. He stated that his blood glucose was not affected because the inner tubing was still intact. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.